Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, lymphadenopathy and seroma are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV, "peri-prosthetic fluid", "axillary regions with small lymphadenopathies of reactive or inflammatory aspect".

Event description:
Healthcare professional reported, right side rupture. Capsular contracture, baker grade IV. Presence of cystic images in the inner outer quadrant of the right breast smaller than 6 mm, lobulation of its contours and presence of small amount of peri-prosthetic fluid, folds. And axillary regions with small lymphadenopathies of reactive or inflammatory aspect. Device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ cyst(s): unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. ¿ crease/folding of implant: not observed. ¿ device wrinkling: unable to observe as it is not related to the manufacturing process. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced with a non-abbvie device.